Event description:
Additional information received reported as far as the manufacturer representative knows the patient is recovering and will be implanted again in the future.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to lead 1, lead 2, and the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the device. The event resulted in an unscheduled clinic or office visit. The etiology was reported as related to the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n367497, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient experienced a loss of pain relief. The patient experienced a lack of effectiveness and the pain was significantly worse. The device diagnosis was lead migration/dislodgement. Imaging showed the lead migration. Actions taken as a result of the event included an unscheduled clinic or office visit and explanted not replaced. The outcome was noted as resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and not replacing the entire system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, the patient was having a lead revision to move the leads over to the right a little. It was reported, the patient was getting therapy in their left foot but wanted more stimulation in their right foot. It was noted that during the revision, the health care provider (hcp) thought the pocket looked ¿fishy¿ and considered removing the whole system. Information omitted pertaining to event (B)(6) ¿ ins site: burning; tissue chg; explant. These events are not related. Additional information received reported that during the lead revision the second system was removed because, the health care provider (hcp) thought something in the pocket looked suspicious and sent some of the tissue to the lab. It was noted the tissue came back from the lab with gram negative rods.

Manufacturer narrative:
Product ID 97792, lot# n367497, implanted: 2013 (B)(6); product type accessory. (B)(4).